Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire detachment occurred. The 75% stenosed lesion was located in the moderately calcified and mildly tortuous left anterior descending (lad) artery. The physician advanced the pt2 guide wire across the lesion through a mild to moderate bend in the lesion anatomy, however, the tip of the pt2 detached in the distal portion of the lad. The detached guide wire fragment did not migrate. The physician used "a number of guide wires" to "entwine" the detached pt2 fragment and remove it from the pt. The procedure was successfully completed with a different device. The pt did not have "any serious injury" and the pt's status was noted as "good".